Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician was not able to pass the cavity integrity assessment test (cia). The procedure was aborted. The second part of the procedure was a scheduled laparoscopy, and the physician noted a uterine perforation. No additional information was received.